Manufacturer narrative:
Device was used for treatment. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Event description:
It was reported by a rep that his surgeon had mentioned that he saw a patient in his clinic recently and observed on follow up radiographs that a vectra screw is backing out of a vectra plate. No revision surgery has been planned as the patient is fine. Surgeon plans to closely monitor the patient. No further information was provided. This is report 1 of 2 for the same event.